Event description:
Abbott diabetes care (adc) received an pmda user report which reported the following information: "the customer experienced excessive bleeding after inserting the abbott diabetes care (adc) device. Additionally, the needle was not properly contained within the applicator and was sticking out. The customer was seen at a hospital where unspecified treatment was administered by a healthcare professional (hcp). Based on the information provided, there was no report of serious injury associated with this event. Additional information before the medical event, ¿between (B)(6) 2025, and (B)(6) 2026, the hospital identified four applicator-related defects in a short timeframe and is seeking clarification on the root cause of these issues."

Manufacturer narrative:
This complaint was received via user report and has been reported to pmda. The reported product is not expected to be returned as the customer declined to return the device. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an pmda user report which reported the following information: "the customer experienced excessive bleeding after inserting the abbott diabetes care (adc) device. Additionally, the needle was not properly contained within the applicator and was sticking out. The customer was seen at a hospital where unspecified treatment was administered by a healthcare professional (hcp). Based on the information provided, there was no report of serious injury associated with this event. Additional information before the medical event, ¿between (B)(6) 2025, and (B)(6) 2026, the hospital identified four applicator-related defects in a short timeframe and is seeking clarification on the root cause of these issues."

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as the customer declined to return the device. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an pmda user report which reported the following information: "the customer experienced excessive bleeding after inserting the abbott diabetes care (adc) device. Additionally, the needle was not properly contained within the applicator and was sticking out. The customer was seen at a hospital where unspecified treatment was administered by a healthcare professional (hcp). Based on the information provided, there was no report of serious injury associated with this event. Additional information before the medical event, ¿between december 10, 2025, and january 21, 2026, the hospital identified four applicator-related defects in a short timeframe and is seeking clarification on the root cause of these issues."